Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility through medwatch: event description: customer states; cord shorted out, smoke in patient room. Medwatch number mw5037689.

Manufacturer narrative:
(B)(4). . The actual device was returned for evaluation and forwarded to the manufacturer, b.braun (B)(4), for evaluation. Although they were not able to locate the shipped device, their report states that a picture was also available for evaluation. The picture of the sample shows a power supply which is connected to an 1 meter us power cord. Strong traces of soot together with a thermal damage of the valox material could be found at the connection between the power supply and the 1m power cord. The power cord and the power supply itself are melted together. The reason for the thermal damage is a fluid ingress between the connection of the c7 and c8 plug. Because of the capillary effect the liquid has the ability to get to the conductive parts of the power supply, if the power supply and the 1m power cord laid on a wet ground or in contact with fluids. It is noted from previous reports of this nature, that this damage is the result of a fluid ingress between the connection of the primary adapter and the power supply itself. (C7-c8 connection) a wrong handling (high exposure by liquid) can not be excluded. It should be noted that the instructions for use (IFU) for the power supply indicate that the power supply is to be protected from moisture and there are warning indications on the product. In addition, the IFU for the space product line states to check the device prior to start up for possible damage. If additional pertinent information becomes available, a follow up report will be submitted.